Event description:
It was reported that the lead exhibited less than 200 ohms impedance in the unipolar configuration. There were high thresholds of 5v at 1.5 ms in the unipolar configuration, and 4.5 v at 1.5 ms in the bipolar configuration. The bipolar lead impedance was 377 ohms. The atrial polarity was changed to the bipolar configuration.

Manufacturer narrative:
Na